Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 423 mg/dl. The customer reported treating their blood glucose with manual injections. The customer did not experience any symptoms of high blood glucose. Troubleshooting did not find any issues with the insulin pump. The customer will be returning the insulin pump for analysis.